Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they had trouble to pressing the buttons of the insulin pump and they needs to press it multiple times before it responds. Customer stated that numbers was ramping on their own. Customer stated that the scroll bar was moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received no button response due to connector on electrical board was unlock during visual inspection. Unable to perform displacement test and self test due to no button response.